Event description:
It was reported that this pacemaker exhibited oversensing of ventricular signals on the atrial channel, resulting in inappropriate mode switches. Additionally, low amplitude was observed on the right atrial (ra) lead. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.